Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited noise. Programming changes were discussed but not made. No intervention was performed. The patient had no adverse consequences.

Event description:
New information received notes a fracture was suspected on the right atrial (a) lead and pacing impedance was much higher. Programming changes were made. There were no reported patient consequence.